Manufacturer narrative:
(B)(4). Visual inspection of the trail bearings shows varying degrees of chipping and cracking; the complaint is therefore confirmed. This issue has been previously seen and addressed; it is likely caused by unapproved chemicals used in the sterilization process that could create shrinkage and result is stresses which exceed the limit of the material, however, a definitive root cause cannot be determined as the trial bearings show signs of wear from use. Corrective action has been initiated to address the reported issue. There are warnings in the package insert that state this type of event can occur: under care and handling of instruments it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 11 of 25 mdrs filed for the same event (reference 0001825034-2016-02631 / 02655).

Event description:
It was reported that many of the tibial trials are fractured on the surface.